Event description:
I began having ripping and tearing sensations in the lower pelvic region. Major bleeding was occurring. Had to have an ablation because of internal bleeding due to essure spring breaking loose and tearing the uterus wall. The essure spring is now embedded in the wall. Diagnosed with auto-immune disease since the placement of the device and am experiencing several side effects which include, but not limited to, hair loss, bone and joint deterioration, fibromyalgia, and am in constant pain due to surgeries associated with the device. Unable to bend or perform daily activities or even ride in a vehicle for long periods of time due to pain and swelling, vitamin deficiencies.